Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, "the patient did not heal after the initial trauma surgery, so the surgeon revised. No product failure reported. When the doctor used the reduction tool to assist with his reduction, the tip of the lobster claw broke off."